Event description:
The customer reported that the device was overheating during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences. The procedure was completed successfully with a different device.

Manufacturer narrative:
Follow-up report submitted to document device evaluation result.

Event description:
The customer reported that the device was overheating during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences. The procedure was completed successfully with a different device.